Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker experienced some symptoms and shortness of breath (sob). Upon device interrogation, it was determined that the device was beyond end of life (eol) and mode was vvi 50 beats per minute (bpm). Boston scientific technical services (ts) recommended to replace the device as soon as possible as the symptoms were likely associated with mode and lower rate limit (lrl) change associated with eol declaration. Furthermore, ts advised to place temporary pacing pads on the patient due to diminished battery performance. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported.